Event description:
Adverse event(s): "difficulty seeing" (vision, impaired). Product problem(s): "glistenings" (no code available [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged due to the patient having difficulty seeing. At slit lamp examination before the exchange procedure, minute and granular opacifications (glistenings) were noted in the iol. The patient's visual acuity was noted to be 0.5 (20/40) before and immediately after the exchange procedure, but the patient reported her vision was improved after the exchange.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).